Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information revealed that the patient underwent surgical intervention wherein the ipg was explanted and replaced and repositioned. Postoperatively, the pain has resolved.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Date of event is estimated.

Event description:
It was reported that the patient was experiencing pain at the ipg site. In turn, surgical intervention may be planned to address the issue.